Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was now thought that the dislodged stent could be in the patients lmca and a snare device was advanced to capture the stent; however, this was not successful. Additional dilatation was performed for treatment of the dissection and blood flow returned. CT scanning was performed later that day to determine the location of the dislodged stent, but no extraneous substance could be seen. The location of the stent could not be determined and it is thought that the stent had migrated in the lmca. The patients condition is reported to be stable. Guide wire: x-treme, runthrough; guide cath: 7f jl4sh, al1sh; stent: promus 3.0x18mm, 2.5x18mm you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The 2.5x18mm promus stent is being filed under a separate MFR number. Evaluation summary: evaluation of the returned promus rx stent delivery system (sds) noted the stent implant was dislodged and not returned, confirming the reported information. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the stent prior to use which would suggest a product deficiency did not contribute to the reported difficulties. Subsequent interaction with the calcified lesion/guiding catheter during retraction would have then led to the stent dislodgement. It was noted that after the stent was noted to be dislodged, blood flow to the left main deteriorated, although there were no patient symptoms related to the ischemia. Ischemia is listed in the instructions for use as a known adverse patient effect with coronary stenting. A conclusive cause for the reported patient effects and their relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. This type of reported event will continue to be monitored. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the lesion was diffuse with calcification. After predilatation was performed, intravascular ultrasound confirmed severe calcification. Additional predilatation was performed after which a 2.5x18 mm promus was implanted in the mid to proximal left anterior descending artery (lad). A 3.0x18 mm promus stent was implanted in the proximal to mid left main coronary artery (lmca) overlapping the 2.5x18 mm, after which post dilatation was performed. The promus stent was found not to be expanded enough. Angiography revealed a distal edge dissection in the mid lad. An attempt was made to place a 2.5x12 mm promus stent; however, it would not cross as it became caught in the calcification in the mid lad to lad apical, so the stent delivery system (sds) was pulled back into the guiding catheter. An attempt was made to access the lesion using a buddy wire technique; however, the guide wire was unable to advance in the guiding catheter and it was suspected that the stent was blocking the guiding catheter. The sds was removed from the patient and after removal the stent was no longer on the balloon. It was thought that the stent implant could be located in the guiding catheter; however, it could not be found. At this time blood flow to the lmca deteriorated, although there were no patient symptoms related to the ischemia. An attempt was made to advance a guide wire; however, this was unable to be advanced.